Manufacturer narrative:
It was reported that this device and the active leads were not explanted. A review of data downloaded from the device showed lead measurements were normal. There were no tachycardia episodes after post-implant induction testing, and a total of 46 episodes of pacemaker mediated tachycardia recorded in device history. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was associated with a right ventricular (rv) lead that exhibited sensing issues and intermittent loss of capture the day after implant. A boston scientific field representative reported the rv lead appeared to be sensing atrial activity, and a pacing pause of about six-seven seconds was noted on monitoring equipment in the hospital. The patient was rv-pacing dependent, with a diagnosis of heart block. A post-implant device check showed no anomalies, but it was noted that the patient appeared confused and was responding irregularly to hospital personnel. Results from a CT (computerized tomography) scan were normal. The following day, the representative was paged for another device check, as the patient remained confused and continued to exhibit physical agitation. Lead measurements were normal, and an x-ray showed no visible lead anomalies, but pacing pauses were observed, so the physician suspected the lead had been pulled back some and elected to replace the rv lead. During the same procedure, the patient's right atrial lead was repositioned because it appeared to be on the tricuspid valve. No adverse patient effects were observed other than the additional procedures. Subsequent device checks showed no anomalies. Because of the patient's physical agitation, the physician elected to keep the patient intubated to keep her from moving. The representative was paged the next day to program off the device in response to the request of the patient's family to remove all therapies and support because the patient was brain dead. A CT scan performed the morning of the patient's passing had shown brain damage. A family member subsequently alleged that the brain damage and patient death were the result either of the implant or lead revision/replacement procedures, or due to a malfunction of this device or the implanted leads.